Event description:
It was reported in clinic notes that the physician attempted to perform diagnostics however the device ¿failed device diagnostics¿. It is unclear if this was a failure to program event due to a low battery or if a device malfunction had occurred. No additional relevant information has been received to date.